Manufacturer narrative:
Vascular complications are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling.

Event description:
The event happened outside of the us, in (B)(6). According to the received information, immediately after being injected with teosyal rha 4 (tpul-202626a) in the right labial commissure, the patient experienced symptoms of vascular compromise in the lower lips. The injector immediately injected 300 units of hyaluronidase into the right commissure, lower vermilion and a little amount also into the left labial commissure. The patient remained under surveillance for a further hour in the study of the practitioner. One hour and half after the lip treatment, the doctor visited again the patient and the colour of the whole area (right commisure, vermilion, wet mucosa and gingiva) was completely normal (pink, healthy colouring). The lower lip was red, with no more oedema. He has prescribed to the patient bentelan and an antihistaminic drug for a week.